Event description:
Report received of a filter cracking and leaking while the device was in use with an acclaim encore infusion pump, with no pump alarm. The patient was receiving remicade at an unspecified rate in an outpatient clinic. It was reported that at an unspecified time into the infusion, it was noted that there was a small crack on the filter near the air port. Approximately 30ml of remicade leaked out of the filter. There was no bleed back, blood loss or pump alarm. There was no reported adverse effect to the patient. Though requested, there was no additional information available.